Event description:
The customer reported to olympus that the bronchovideoscope's image blacked out during angulation/when plugged in. The issue was found during reprocessing of the device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. The following issues noted were as follows: the image blacked out during angulation, low angulation; and bending section cover adhesive was required because of lifted insertion tube glue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.